Manufacturer narrative:
(B)(4). (B)(4). Anti-backup failure, orange indicator over traveled. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due to the antibackup feature being non-functional, two unformed clips were fed. The remaining clips were conforming according to our manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. In addition, the device locked out as intended but the orange indicator was visible at the 10th firing sequence, thus it over traveled. These findings are not related to the incident reported. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the third clip was fired across the cystic duct when the device locked down on the duct. The surgeon tried to pry the jaws open and it would not open. The surgeon tried to fire the device several times, however, it still would not come off the tissue. The surgeon continued to fire the device and finally it opened with no tissue damage. Another device was used to complete the procedure. No adverse consequences reported.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low hemoglobin (hgb) and platelet (plt) results generated by the coulter lh 750 analyzer. Patient printouts were not provided, therefore it is unknown if the instrument generated any suspect flags or messages. The erroneous results were reported out. There was no death, serious injury or change to patient treatment associated with this event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.